Event description:
The facility reported an automix 3+3 compounder which "has a hot burning smell emitting from it". This condition occurred during filling in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously sent into service for the reported condition. Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed nor duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.